Manufacturer narrative:
It was reported that the transmitter got over heated when powered on. The reported device was returned to nihon kohden; however, device evaluation anticipated, but not yet begun. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the transmitter got over heated when powered on. No consequence or impact to patient.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 the customer reported overheating of the transmitter (zm-531pa sn (B)(6)). In addition it was noted that the batteries were being inserted correctly. There were no signs of fluid intrusion or physical damage and the battery contacts were clean. Service requested: exchange and evaluation service performed exchange and evaluation investigation results: first, the unit was evaluated by nka qa. Qa found that the unit was clean and showed no signs of incorrect battery insertion i.e. Melted resin at the (-) terminal. Additional testing could not be performed because the device would not turn on when batteries were inserted. Therefore, the unit was sent to nkc for further evaluation. As a result of the nkc failure analysis, it was confirmed that the fuse (f701) mounted on the main board (ur-4180) was blown. Root cause of blown fuse could not be determined. Corrected information: f9. Approximate age of device: incorrectly calcuated.

Event description:
It was reported that the transmitter got over heated when powered on. No consquence or impact to patient.

Manufacturer narrative:
Corrected data: f7: type of report. G7: type of report. H2: if follow-up, what type (correction or additional or both). H6: even problem and evaluation codes. Additional information: h10: manufacture narrative: peg mccartney. Details of complaint: on (B)(6)18 the customer reported overheating of the transmitter (zm-531pa sn (B)(6)). In addition it was noted that the batteries were being inserted correctly. There were no signs of fluid intrusion or physical damage and the battery contacts were clean. Service requested: exchange and evaluation. Service performed: exchange and evaluation. Investigation results: first, the unit was evaluated by nka qa. Qa found that the unit was clean and showed no signs of incorrect battery insertion i.e. Melted resin at the (-) terminal. Additional testing could not be performed because the device would not turn on when batteries were inserted. Therefore, the unit was sent to nkc for further evaluation. As a result of the nkc failure analysis, it was confirmed that the fuse (f701) mounted on the main board (ur-4180) was blown. Root cause of blown fuse could not be determined.